Event description:
Boston scientific received information that this right ventricular (rv) lead had a history of exhibiting noise, and recently the noise was able to be reproduced with isometrics. The impedances were noted to be greater than 2,500 ohms in bipolar configuration. It was noted that the patient only rv paced 20%, thus there were no pauses in pacing from the oversensed noise. No adverse patient effects were reported.

Event description:
Additional information was provided that the noise on the rv channel was noted approximately six months ago in the patient's clinic, and the noise was unable to be recreated. The lead had been programmed to unipolar configuration at that time. In the unipolar configuration, impedances were noted to be within normal limits of 380 ohms; however, when programmed to bipolar configuration, the impedance was greater than 2,500 ohms. The lead will be left in unipolar configuration and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.